Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump issued urgent low alarms while the user¿s glucose readings were in the 50s and the user was ingesting oral glucose; review of device reports indicated the user had mistakenly announced a meal while already low after ordering food, which likely contributed to subsequent dysglycemia and alarm activity, and troubleshooting and education were provided. Symptoms included hypoglycemia. Outcomes included user distress and the need for oral carbohydrate to resolve the low. Investigation included review of device data and user-reported history with real-time guidance on treating the low and correct pump use. Investigation of this case revealed user operation error related to announcing a meal during hypoglycemia, with the device functioning and alarming as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.